Event description:
It was reported that the right ventricular (rv) lead had high impedance and was possibly fractured. It was further reported that a lead integrity alert (lia) was received for short interval counts (sic) on the rv lead. The electrogram confirmed noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).